Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Occupation: surgical assistant.

Event description:
It was reported the instruments broke. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is non-verifiable. The unk elevators were not returned for investigation and no photos were provided. For these reasons, no functional testing or visual evaluation could be conducted. The dhrs for these parts could not be reviewed due to the part and lot numbers remaining unknown. There are no indications of manufacturing defects. The lot number of the parts involved in this complaint could not be reviewed for similar complaints due to the part and lot numbers remaining unknown. The most likely underlying cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.